Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the cartridge to resolve the issue. In addition, it was also reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate. Customer¿s blood glucose was 350 mg/dl.